Event description:
It was reported that the angio-seal device was deployed in 2002. The patient developed late thrombosis at the groin site which requried removal of the device the following day. The patient is reportedly recovering.